Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had reported a 'reset' fault condition during a normal follow up. The device was explanted and returned to cpi for analysis.